Manufacturer narrative:
The reported field event of right ventricular (rv) lead noise was confirmed by reviewing the egms in the device image. Rv pacing capture anomaly was also confirmed during bench test. However, the rv capture anomaly was rectified after device put on power on reset during analysis. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, and patient notifier were tested on the bench. No anomaly was detected. The cause of loss of capture on the rv channel could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated revision procedure, loss of capture was noted on the device. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.